Event description:
The micrusphere coil was checked for proper connection according to the IFU before it was introduced into the patient. After placement into the anterior communicating aneurysm; the coil would not detach. They tried changing cables and control box without success. They removed the coil and continued to fill the aneurysm with additional micrus coils. They did not encounter any further problems. There were no serious injuries.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. During manual manipulation of the resistive heating coil section, the resistance went from 0.0 to floating range from 3.0 m to 6.97 m to 31.21 m. All resistance readings were out of specification. The detachment fiber did not receive head and melt. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s non-detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The circumstances of how this occurred could not be determined. Since there was no confirmed manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.